Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of the device delivering energy intermittently.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was used in the colon during a polypectomy procedure for colon polyps performed on (B)(6) 2024. During the procedure, the snare loop was twisted and couldn't be deployed. After a few attempts and adjustments, the loop was eventually deployed, and the polypectomy was performed. However, it was noted that the energization at the base of the snare loop was not as normal as usual, so it had to be removed. The procedure was completed with another captivator ii round stiff snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was used in the colon during a polypectomy procedure for colon polyps performed on (B)(6) 2024. During the procedure, the snare loop was twisted and couldn't be deployed. After a few attempts and adjustments, the loop was eventually deployed, and the polypectomy was performed. However, it was noted that the energization at the base of the snare loop was not as normal as usual, so it had to be removed. The procedure was completed with another captivator ii round stiff snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of the device delivering energy intermittently. Block h11: investigation results: one captivator - snare was received for analysis. Media analysis of the returned device without any visible damages. During manual actuation the device could be actuated without any resistance. Also, as a functional inspection, the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly without any issue. No other problems were noted. The reported events of "device difficult to actuate", "loop material twisted" and "device delivers energy intermittently" could not be confirmed since the electrical test was performed and the devices were found within specification. Device analysis it was determined that the device did not have any visual issues/damages, the device was submitted to a functional and manual test, and the loop could extend properly without any issue, the unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. Therefore, based on analysis of the returned device and all available information, the most probable cause for the reported event is adverse event related to procedure.